Manufacturer narrative:
Device received from customer. Device is currently under investigation to determine root cause.

Event description:
It was reported by the sales rep that the embol-x glide protection cannulae's, filter penetrated the cannula wall and perforated the posterior wall of the aorta. The patient was reported by the sales rep as "doing fine".

Manufacturer narrative:
Evaluation: the embol-x cannula and exmmd filter were received inside a double plastic bag. The original packaging was not returned. Dried blood was observed inside the cannula, obturator, and on the filter assembly. The report that the filter penetrated the cannula wall was not confirmed. The fitment of the filter assembly into the cannula was normal. Filter shape, deployment, and retraction were normal. The report that the "filter perforated the posterior wall of the aorta" could not be confirmed beyond the initial report. The medium filter ring diameter meets the filter design specification. No damage was observed to the cannula or filter assembly. The end of the filter shaft was normal. No sharp edges or damage were observed at the end of the filter shaft. The cannula and filter assembly functioned as designed. A device history review was performed and there were no nonconformities with the manufacturing of this lot. The root cause of the reported filter deployment issue could not be determined. The returned device was evaluated by manufacturing engineering and quality engineering at edwards. The issue could not be traced to a manufacturing error or product design issue; hence a product risk assessment or CAPA will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is needed appropriate investigation will be performed.